Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The capsule fell off into the patient's stomach. It was noted that the capsule trocar needle did not advance. No serious injury to the pt was reported.

Manufacturer narrative:
Final analysis was not possible. Only the capsule was returned. It was observed that the pin did not advance.